Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: slit on the cord due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a slit in the camera cord. The issue was identified during reprocessing. There was no patient involvement.